Event description:
It was reported that the pump touchscreen was registering incorrect interactions. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.